Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2020 with the blood glucose of 426 mg/dl. It was stated that the customer was treated with the insulin drip in combination with sugar water drip. The customer was nauseous, memory loss, had a rapid heart beep and possibly a urinary tract infection. Customer stated they were not using the insulin pump at the time of hospitalization. Customer stated she was not off the pump for greater than 24 hours. Customer stated insulin pump retainer ring was broken and unable to lock in place.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device uploaded properly using carelink. Device also had a missing reservoir tube o-ring, scratched case, pillowing keypad overlay and keypad overlay texture damage. Unable to perform the displacement test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis on unknown date and unknown blood glucose level. Customer stated they were not using the insulin pump at the time of hospitalization. Customer stated insulin pump ring was broken and unable to lock in place the insulin pump will be returned for analysis.